Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. Upon opening the lead package, it was noted that the helix was already extended and exposed. The lead was not used. A new lead was implanted successfully.